Event description:
Set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool / probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type:tka. Surgical delay = 16-30 minutes.

Manufacturer narrative:
Reported issue: set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool/probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type: tka. Surgical delay = 16-30 minutes. Product inspection: product was not inspected as the product was not returned for evaluation device history review: not performed as the lot number is unknown. Complaint history review: not performed as the lot number is unknown. Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened. H3 other text : device not returned

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Set up robot before case with tech. Started procedure. Attempted rio-setup and registering robot after bone registration and ligament balancing and just before bone cuts. 1st attempt failed. Instructed surgeon to check that all discs on base array and end effector array were down. 2nd registration attempt failed. Instructed surgeon to ensure registration tool/probe and end effector were assembled and attached correctly. Registration failed. Instructed surgeon to ensure that base array arm and base array was tight and correctly attached and stable. 3rd registration attempt failed. Instructed surgeon to try one last attempt at registration. Registration passed on 4th attempt. Verification error was red/high for 2 to 3 seconds and then verification passed. Instructed surgeon to place green probe in tibial check point (passed) and saw blade checkpoint (passed). Surgeon completed tibia cut. Surgeon advanced to femur cuts with straight saw attachment. Surgeon checked femur checkpoint (passed), then saw blade checkpoint (passed). Surgeon completed all straight femur cuts. Surgeon changed saw blade attachments to angled blade attachment and checked femur checkpoint (passed), checked sawblade checkpoint which was showing checkpoint error of approximately 2-3mm. Instructed surgeon to check that sawblade was seated fully, attachment was properly seated, discs were fully down on all arrays involved. Checkpoint would not pass. Instructed surgeon to check if drape was caught under mics and we found that one of the mics screws was not fully screwed down. Instructed surgeon to fully screw down mics and re-register robot. Registration and verification passed 1st attempt. Distal & posterior chamfer cut was executed. Instructed surgeon to re-cut all straight cuts and discovered that the anterior and anterior chamfer cuts were both deep by approximately 2-3mm. Case type: tka. Surgical delay = 16-30 minutes.